Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a noisy image. The event occurred during the preparation for a therapeutic transurethral resection of the prostate. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device had a noisy image. The event occurred during the preparation for a therapeutic transurethral resection of the prostate. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesion on electrical contacts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the repair department inspected the equipment and found that the indicated phenomenon was reproduced. It was confirmed that the noise was generated by material adhered to the electrical contacts. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the failure. Additionally, the adhesion on the contacts was newly confirmed during the equipment inspection at the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the outbreak. Olympus will continue to monitor field performance for this device.